Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional , regarding a patient who had an implantable neurostimulator (ins) for complex reg pain syndrome type 1 and spinal pain. It was reported that the MRI tech was unable to communicate with ins, using the patient programmer (pp), to put the ins into MRI mode. Patient indicated recharging in the past three weeks. Usage was with antenna and without antenna. Troubleshooting could not be performed due to lack of access to product. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had been overdischarged "once before and he had done the cycle to restart it". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery and unit were set up to MRI mode but were dead and had not been charged. MRI was cancelled and set up for later date. Issue has been resolved at this time.